Event description:
Bayer case number: (B)(4) sequelae partial pain from l5 base to right lower limb [back pain (with radiation)] , strong pain in the right leg. [Unilateral leg pain] , major asthenia [asthenia] , weight loss (30kg) [weight loss] , skin rash (scalp, shoulders, upper back) [skin rash] , memory loss [memory loss] , pain in the right buttock [buttock pain] , pain in thigh [pain in thigh] , hyperalgesia on palpation of the iliac crests. [Hyperalgesia] , in right lower limb like electric shock [leg pain] , cruralgia [cruralgia] , sciatica [sciatica] , arthrosis [arthrosis], dysesthesia in the right upper limb [dysesthesia of upper extremity] , neck pain [neck pain], dizziness [dizziness] , recent decrease in vision [vision decreased] , diffuse symptoms, mainly during the night [adverse event] , headache [headache] , neuralgia [neuralgia] , paresthesia [paresthesia] , tinnitus [tinnitus] , vision disorders [visual disturbances] , mouth ulcer [mouth ulcer] , chest pain [chest pain] , frequent and intense digestive disorders [digestion impaired], nausea [nausea] , diarrhea [diarrhea] , constipation [constipation] , bloating [bloating] , eructation [eructation] , gastric or bowel pain [gastrointestinal pain] , heartburn [heartburn] , joint pain [joint pain] , arthritis [arthritis] , muscle pain [muscle pain] , tiredness [tiredness], weakness sensation [feelings of weakness] , increased thirst [increased thirst] , digestive infection [gastrointestinal infection], cutaneous infections [skin infection] , sleep disorder [sleep disorder] , drop in motivation [lack of motivation] , feeling of depression [mood depressions] , mental fatigue [mental fatigue] , lack of self confidence [loss of confidence] , decrease in libido [libido decreased] , pain in shoulder [shoulder pain] , uterine adenomyosis [uterine adenomyoma], poisoning with several metals was identified [heavy metal poisoning], impact on her daily life [impaired quality of life] , muscle & joint pain [arthromyalgia] . Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of back pain ("sequelae partial pain from l5 base to right lower limb") in a 43-year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of alexia, dyslexia, wisdom teeth removal, tonsillectomy, appendectomy, allergy to metals, hypocalcemia, drug allergy, parity 3 (2002, 2003 and 2008) and multi gravida. Previously administered products included: harmonet. The patient had a family history of diverticula of intestine (grand-mother and sister)). As concurrent condition the report mentioned body mass index normal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017 she experienced musculoskeletal pain ("pain in the right buttock") and pain in thigh ("pain in thigh"). In (B)(6) 2017 she experienced hyperaesthesia ("hyperalgesia on palpation of the iliac crests."). In (B)(6) 2017 she experienced cruralgia ("cruralgia"). On (B)(6) 2018 she experienced sciatica ("sciatica"), osteoarthritis ("arthrosis"), dysaesthesia ("dysesthesia in the right upper limb"), neck pain ("neck pain"), dizziness ("dizziness") and vision decreased ("recent decrease in vision"). On (B)(6) 2018 she experienced unilateral leg pain ("strong pain in the right leg."). On (B)(6) 2022 she experienced adenomyosis ("uterine adenomyosis"). On unknown date she experienced back pain (seriousness criterion intervention required), asthenia ("major asthenia"), rash ("skin rash (scalp, shoulders, upper back)"), amnesia ("memory loss"), leg pain ("in right lower limb like electric shock"), adverse event ("diffuse symptoms, mainly during the night"), headache ("headache"), neuralgia ("neuralgia"), paraesthesia ("paresthesia"), tinnitus ("tinnitus"), visual disturbances ("vision disorders"), mouth ulceration ("mouth ulcer"), chest pain ("chest pain"), digestion impaired ("frequent and intense digestive disorders"), nausea ("nausea"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating"), eructation ("eructation"), gastrointestinal pain (" gastric or bowel pain"), heartburn ("heartburn"), joint pain ("joint pain"), arthritis ("arthritis"), myalgia ("muscle pain"), fatigue ("tiredness"), feelings of weakness ("weakness sensation"), thirst ("increased thirst"), gastrointestinal infection ("digestive infection"), skin infection ("cutaneous infections"), sleep disorder ("sleep disorder"), apathy ("drop in motivation"), depressed mood (" feeling of depression"), mental fatigue ("mental fatigue"), psychiatric symptom ("lack of self confidence"), libido decreased ("decrease in libido"), shoulder pain ("pain in shoulder"), metal poisoning ("poisoning with several metals was identified"), impaired quality of life ("impact on her daily life") and arthromyalgia ("muscle & joint pain") and was found to have weight decreased ("weight loss (30kg)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the metal poisoning, impaired quality of life and arthromyalgia had resolved. The outcomes for back pain, unilateral leg pain, asthenia, weight decreased, rash, amnesia, musculoskeletal pain, pain in thigh, hyperaesthesia, leg pain, cruralgia, sciatica, osteoarthritis, dysaesthesia, neck pain, dizziness, vision decreased, adverse event, headache, neuralgia, paraesthesia, tinnitus, visual disturbances, mouth ulceration, chest pain, digestion impaired, nausea, diarrhoea, constipation, abdominal distension, eructation, gastrointestinal pain, heartburn, joint pain, arthritis, myalgia, fatigue, feelings of weakness, thirst, gastrointestinal infection, skin infection, sleep disorder, apathy, depressed mood, mental fatigue, psychiatric symptom, libido decreased, shoulder pain and adenomyosis were unknown. The reporter considered abdominal distension, adenomyosis, adverse event, amnesia, apathy, joint pain, shoulder pain, arthromyalgia, arthritis, asthenia, feelings of weakness, back pain, chest pain, constipation, depressed mood, diarrhoea, dizziness, dysaesthesia, digestion impaired, heartburn, eructation, fatigue, gastrointestinal infection, gastrointestinal pain, headache, hyperaesthesia, impaired quality of life, libido decreased, mental fatigue, metal poisoning, mouth ulceration, musculoskeletal pain, myalgia, nausea, neck pain, neuralgia, osteoarthritis, pain in thigh, unilateral leg pain, leg pain, paraesthesia, psychiatric symptom, rash, cruralgia, sciatica, skin infection, sleep disorder, thirst, tinnitus, vision decreased, visual disturbances and weight decreased to be related to essure administration. The reporter commented: insertion details: 4 visible coils on the right side 3 visible coils on the left side. Following essure implantation, experienced intense pain including dysesthesia, muscle and persistent joint pain with significant impact on her daily life. Then, poisoning with several metals was identified. Impact on her personal life with depressive episodes. Work stoppages between 2018 and 2025 due to her health status. After essure removal, almost all symptoms were resolved, establishing a direct link between the device and the endured sufferings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.591 kg/sqm. [Audiogram] on (B)(6) 2024: nothing to report, [colonoscopy] on (B)(6) 2021: normal, [computerised tomogram pelvis] on (B)(6) 2021: no sign of complication, [computerised tomogram spine] on (B)(6) 2018: normal, [electromyogram] (date unknown): normal, [electroneuromyography] on (B)(6) 2022: normal. [Hair metal test] on (B)(6) 2025: contamination with tin, silver, copper and cobalt, [imaging procedure] on (B)(6) 2019: no herniated disc, only arthrosis l5-s1, [magnetic resonance imaging] on (B)(6) 2017: without finding; on (B)(6) 2021: disc disease. L3-l4 and hernia in l3; on (B)(6) 2022: pain in the left shoulder; on (B)(6) 2023: disc disease. D2-d3, d3-d4 and d5-d6, l3-l4 and l4-l5, no inflammation/ [magnetic resonance imaging head] on (B)(6) 2017: small cyst on epiphysial gland (14mm diameter) to be monitored. [Magnetic resonance imaging neck] on (B)(6) 2018: disc disease c5-c6, with protrusion, without hernia [magnetic resonance imaging pelvic] on (B)(6) 2018: diffuse uterine adenomyosis and correct position of essure. [Magnetic resonance imaging spinal] on (B)(6) 2022: no malformation, [mammogram] on (B)(6) 2022: normal, acr 2 (both left and right breast), [spinal x-ray] on (B)(6) 2018: normal. [Ultrasound abdomen] on (B)(6) 2013: aspect of chronic lithiasic cholecystitis.; on (B)(6) 2019: no lesion, uncomplicated gallbladder stones; on (B)(6) 2020: enteritis episode [ultrasound breast] on (B)(6) 2018: acr 1. [Ultrasound thyroid] on (B)(6) 2021: mixed nodule in left lobe, EU-tirads score 4, (largest diameter size = 11mm) to be monitored; on (B)(6) 2022: stable anomaly, [x-ray of pelvis and hip] on (B)(6) 2021: normal except disc disease and early arthrosis. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.

Manufacturer narrative:
Bayer case number: (B)(4). Sequelae partial pain from l5 base to right lower limb [back pain (with radiation)], strong pain in the right leg. [Unilateral leg pain], major asthenia [asthenia], weight loss (30kg) [weight loss], skin rash (scalp, shoulders, upper back) [skin rash], memory loss [memory loss], pain in the right buttock [buttock pain], pain in thigh [pain in thigh], hyperalgesia on palpation of the iliac crests. [Hyperalgesia], in right lower limb like electric shock [leg pain], cruralgia [cruralgia], sciatica [sciatica], arthrosis [arthrosis], dysesthesia in the right upper limb [dysesthesia of upper extremity], neck pain [neck pain], dizziness [dizziness], recent decrease in vision [vision decreased], diffuse symptoms, mainly during the night [adverse event], headache [headache], neuralgia [neuralgia], paresthesia [paresthesia], tinnitus [tinnitus], vision disorders [visual disturbances], mouth ulcer [mouth ulcer], chest pain [chest pain], frequent and intense digestive disorders [digestion impaired], nausea [nausea], diarrhea [diarrhea], constipation [constipation], bloating [bloating], eructation [eructation], gastric or bowel pain [gastrointestinal pain], heartburn [heartburn], joint pain [joint pain], arthritis [arthritis], muscle pain [muscle pain], tiredness [tiredness], weakness sensation [feelings of weakness], increased thirst [increased thirst], digestive infection [gastrointestinal infection], cutaneous infections [skin infection], sleep disorder [sleep disorder], drop in motivation [lack of motivation], feeling of depression [mood depressions], mental fatigue [mental fatigue], lack of self confidence [loss of confidence], decrease in libido [libido decreased], pain in shoulder [shoulder pain], uterine adenomyosis [uterine adenomyoma], poisoning with several metals was identified [heavy metal poisoning], impact on her daily life [impaired quality of life], muscle & joint pain [arthromyalgia]. Case narrative: this spontaneous case was reported by a consumer and describes the occurrence of back pain ("sequelae partial pain from l5 base to right lower limb") in a 43 year-old female patient who had essure inserted for female sterilisation. Additional non-serious events are detailed below. The patient had a medical history of alexia, dyslexia, wisdom teeth removal, tonsillectomy, appendectomy, allergy to metals, hypocalcemia, drug allergy, parity 3 (2002, 2003 and 2008) and multi gravida. Previously administered products included: harmonet. The patient had a family history of diverticula of intestine (grand-mother and sister)). As concurrent condition the report mentioned body mass index normal. On (B)(6) 2016, the patient had essure inserted. In (B)(6) 2017 she experienced musculoskeletal pain ("pain in the right buttock") and pain in thigh ("pain in thigh"). In (B)(6) 2017 she experienced hyperaesthesia ("hyperalgesia on palpation of the iliac crests."). In (B)(6) 2017 she experienced cruralgia ("cruralgia"). On (B)(6) 2018 she experienced sciatica ("sciatica"), osteoarthritis ("arthrosis"), dysaesthesia ("dysesthesia in the right upper limb"), neck pain ("neck pain"), dizziness ("dizziness") and vision decreased ("recent decrease in vision"). On (B)(6) 2018 she experienced unilateral leg pain ("strong pain in the right leg."). On (B)(6) 2022 she experienced adenomyosis ("uterine adenomyosis"). On unknown date she experienced back pain (seriousness criterion intervention required), asthenia ("major asthenia"), rash ("skin rash (scalp, shoulders, upper back)"), amnesia ("memory loss"), leg pain ("in right lower limb like electric shock"), adverse event ("diffuse symptoms, mainly during the night"), headache ("headache"), neuralgia ("neuralgia"), paraesthesia ("paresthesia"), tinnitus ("tinnitus"), visual disturbances ("vision disorders"), mouth ulceration ("mouth ulcer"), chest pain ("chest pain"), digestion impaired ("frequent and intense digestive disorders"), nausea ("nausea"), diarrhoea ("diarrhea"), constipation ("constipation"), abdominal distension ("bloating"), eructation ("eructation"), gastrointestinal pain (" gastric or bowel pain"), heartburn ("heartburn"), joint pain ("joint pain"), arthritis ("arthritis"), myalgia ("muscle pain"), fatigue ("tiredness"), feelings of weakness ("weakness sensation"), thirst ("increased thirst"), gastrointestinal infection ("digestive infection"), skin infection ("cutaneous infections"), sleep disorder ("sleep disorder"), apathy ("drop in motivation"), depressed mood (" feeling of depression"), mental fatigue ("mental fatigue"), psychiatric symptom ("lack of self confidence"), libido decreased ("decrease in libido"), shoulder pain ("pain in shoulder"), metal poisoning ("poisoning with several metals was identified"), impaired quality of life ("impact on her daily life") and arthromyalgia ("muscle & joint pain") and was found to have weight decreased ("weight loss (30kg)"). The patient was treated with surgery (hysterectomy with bilateral salpingectomy). At the time of the report, the metal poisoning, impaired quality of life and arthromyalgia had resolved. The outcomes for back pain, unilateral leg pain, asthenia, weight decreased, rash, amnesia, musculoskeletal pain, pain in thigh, hyperaesthesia, leg pain, cruralgia, sciatica, osteoarthritis, dysaesthesia, neck pain, dizziness, vision decreased, adverse event, headache, neuralgia, paraesthesia, tinnitus, visual disturbances, mouth ulceration, chest pain, digestion impaired, nausea, diarrhoea, constipation, abdominal distension, eructation, gastrointestinal pain, heartburn, joint pain, arthritis, myalgia, fatigue, feelings of weakness, thirst, gastrointestinal infection, skin infection, sleep disorder, apathy, depressed mood, mental fatigue, psychiatric symptom, libido decreased, shoulder pain and adenomyosis were unknown. The reporter considered abdominal distension, adenomyosis, adverse event, amnesia, apathy, joint pain, shoulder pain, arthromyalgia, arthritis, asthenia, feelings of weakness, back pain, chest pain, constipation, depressed mood, diarrhoea, dizziness, dysaesthesia, digestion impaired, heartburn, eructation, fatigue, gastrointestinal infection, gastrointestinal pain, headache, hyperaesthesia, impaired quality of life, libido decreased, mental fatigue, metal poisoning, mouth ulceration, musculoskeletal pain, myalgia, nausea, neck pain, neuralgia, osteoarthritis, pain in thigh, unilateral leg pain, leg pain, paraesthesia, psychiatric symptom, rash, cruralgia, sciatica, skin infection, sleep disorder, thirst, tinnitus, vision decreased, visual disturbances and weight decreased to be related to essure administration. The reporter commented: insertion details: 4 visible coils on the right side 3 visible coils on the left side. Following essure implantation, experienced intense pain including dysesthesia, muscle and persistent joint pain with significant impact on her daily life. Then, poisoning with several metals was identified. Impact on her personal life with depressive episodes. Work stoppages between 2018 and 2025 due to her health status. After essure removal, almost all symptoms were resolved, establishing a direct link between the device and the endured sufferings. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 18.591 kg/sqm. [Audiogram] on (B)(6) 2024: nothing to report. [Colonoscopy] on (B)(6) 2021: normal. [Computerised tomogram pelvis] on (B)(6) 2021: no sign of complication. [Computerised tomogram spine] on (B)(6) 2018: normal [electromyogram] (date unknown): normal. [Electroneuromyography] on (B)(6) 2022: normal. [Hair metal test] on (B)(6) 2025: contamination with tin, silver, copper and cobalt. [Imaging procedure] on (B)(6) 2019: no herniated disc, only arthrosis l5-s1. [Magnetic resonance imaging] on (B)(6) 2017: without finding; on (B)(6) 2021: disc disease l3-l4 and hernia in l3; on (B)(6) 2022: pain in the left shoulder; on (B)(6) 2023: disc disease d2-d3, d3-d4 and d5-d6, l3-l4 and l4-l5, no inflammation. [Magnetic resonance imaging head] on (B)(6) 2017: small cyst on epiphysial gland (14mm diameter) to be monitored. [Magnetic resonance imaging neck] on (B)(6) 2018: disc disease c5-c6, with protrusion, without hernia. [Magnetic resonance imaging pelvic] on (B)(6) 2018: diffuse uterine adenomyosis and correct position of essure. [Magnetic resonance imaging spinal] on (B)(6) 2022: no malformation. [Mammogram] on (B)(6) 2022: normal, acr 2 (both left and right breast). [Spinal x-ray] on (B)(6) 2018: normal. [Ultrasound abdomen] on (B)(6) 2013: aspect of chronic lithiasic cholecystitis.; on (B)(6) 2019: no lesion, uncomplicated gallbladder stones; on (B)(6) 2020: enteritis episode [ultrasound breast] on (B)(6) 2018: acr 1. [Ultrasound thyroid] on (B)(6) 2021: mixed nodule in left lobe, EU-tirads score 4 (largest diameter size = 11mm) to be monitored; on (B)(6) 2022: stable anomaly. [X-ray of pelvis and hip] on (B)(6) 2021: normal except disc disease and early arthrosis. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly; no signal was observed with regard to the reason for the reported complaint. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 02-apr-2026: quality safety evaluation of product technical complaint. Case comments: based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.